Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed. No electrical anomalies were observed. The event was resolved by repositioning the lead. The patient tolerated the procedure well.